Event description:
Caller reported receiving a reading of 275 mg/dl when testing pt. Family member gave insulin based on this reading. Shortly later, pt was given two candies and was settled. About 1.5 hours later, pt had a seizure. A reading of 139 mg/dl was obtained by the family member. Paramedics were called and a glucagon injection was administered. After the injection, the paramedics got a reading of 80 mg/dl, using their unknown brand meter. Pt was transported to the hosp. In the evening, the family member checked the pt's glucose levels and got a result of 89 mg/dl. Minutes later, the nurse checked the pt with an unknown brand meter and got a reading of 51 mg/dl.